Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed deformation on the tip and the lock button is depressed (won't pop up). Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a that a polaris 5.5 multiaxial screwdriver has a button that does not pop back up. This was discovered at a warehouse with no patient present. Manufacturer inspection also revealed that the tip of the screwdriver is deformed.